Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vacuum failure was occurred during the cataract surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A wet console fluidics management system (fms) was visually inspected and no obvious defects were detected. Surgical residue was observed in the irrigation or aspiration (I/a) manifold and the drain bag. The sample was tested using an infiniti console. The fms primed and tuned with the ozil handpiece, the 0.9 millimeter aspiration bypass system (abs) tip and infusion sleeve from lab stock successfully. Cassette max vacuum and aspiration flow rate were measured and met specifications. No problem was found with the returned cassette fluidics. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Based on our current tracking, there are no adverse trends for this reported complaint. The manufacturer internal reference number is: (B)(4).